Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) placed a rubber band around the base of the penis leading to penile erosion. The identified erosion led to infection as the cylinders were exposed. A surgical procedure was performed in which the existing device was removed. Sometime later, a new ipp was implanted. There were no further patient complications.